Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch no. No unlocked lcd keypad connector. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4).

Event description:
The customer's mother reported via phone call that they had a keypad anomaly. The mother stated the buttons on the insulin pump were not functional and unresponsive. Customer's blood glucose was 100 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.